Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient told them the stimulation was not helping. The doctor did an x-ray and it was found that the lead appeared to have moved up. The patient mentioned they had several falls since implant, but she did not know which dates the falls occurred. Impedances were all normal and the device was reprogrammed. The issue was not resolved at the time of the report. Surgery was planned but had not been scheduled. The indications for use were spinal pain and failed back surgery syndrome.